Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Placed unit under microscope and found contamination / corrosion damage at the connector pins. Unable to perform functional tests due to contamination / corrosion damage at connector pins. Unable to confirm allegation of high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the transmitter was exposed to water without the green tester plug and no longer communicating with the pump. Blood glucose value was 270 mg/dl. Customer also had hyperglycemia and was treated with insulin pump. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-7841zn will be returned for analysis.